Event description:
It was reported that the atrial lead had low impedance measurements and a lead warning was triggered. It was also reported that the unipolar impedance was measuring higher than the bipolar impedance. The atrial lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.